Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 28-jan-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for stroke and intractable spasticity. It was reported around the time the pump was implanted in 2004, the patient had fluid in her back and a spinal headache. It was noted the fluid built up in her back so the patient had to go back to the hospital, where the healthcare provider (hcp) had to change her ¿port¿. It was also reported the patient had a stroke on her left side but did not allege this was in any way related to the pump. The event date was (B)(6) 2004. No further complications were reported.

Event description:
Additional information received from a healthcare provider reported that during a pump refill the hcp injected 3cc of the new solution and couldn't get it back again. It was determined that the needle may have moved from connection to the syringe and it was decided to abort and reintroduce the needle again. That was done successfully and at this point they could aspirate whatever they injected, therefore they proceeded with injecting the remaining 36-37cc. At the end of the procedure, the patient felt very educated and very anxious, agitated, and somnolent. It was the hcp's thinking that the initial 3cc were injected outside the pump. The patient was transported to the emergency room where they were admitted for a few hours. There were no issue with the device noted. The patient's weight was 140 lbs. After the patient was observed in the ed for 4-5 hours the issue resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# serial# (B)(6), implanted: (B)(6) 2004, explanted: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.